Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device noted an error message. Boston scientific technical services (ts) noted this is a benign, self correcting error. The follow-up was normal and did not note any anomalies. No adverse patient effects were reported.